Manufacturer narrative:
Evaluation code, conclusion: -off-label, unapproved or contraindicated use (proximal neck length). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aptus endoanchors were used during the procedure. The proximal aortic neck measured 4 mm in length. During the index procedure, after the endurant ii aui was implanted, a proximal type I endoleak was observed. The physician elected to implant heli-fx endoanchors. However, midway through deployment of the cassette, the blue light of the applier turned on and the applier could no longer be used. A new applier was opened and the application of the heli-fx endoanchors was completed. The proximal type I endoleak had decreased but was still persistent. The physician elected to complete the procedure without additional intervention and to monitor the endoleak on follow-up scans. Per the physician, the cause of the endoleak was due to the patient anatomy of a short proximal aortic neck. Per the physician, the cause of the blue light error on the heli-fx applier was related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.